Event description:
It was reported from singapore that during service and evaluation, it was determined that the handpiece device had a sticky trigger. It was further determined that the device failed pretest for check for sticky triggers. It was noted in the service order that the device did not work with normal functioning accessories and items. It was reported that the device worked for a few seconds and no longer was working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The battery handpiece device was evaluated and the reported condition that the device worked for a few seconds and no longer was working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a sticky trigger. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).